Event description:
It was reported there were high thresholds and the lead was unable to capture at maximum outputs. It was further reported there was high impedance and a confirmed lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).